Event description:
The manufacturer became aware of an allegation of ds2adv auto CPAP that the patient alleges that the device was knocked over and will not turn on and that it has possible water damage. A device was returned to a third-party service center. During the evaluation of the device, they found out that the complaint was confirmed, and that the pca burned. The device will be scrapped. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.